Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.75x24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the mid-section. Struts were found to be misaligned and lifted from their crimped position. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified mid right coronary artery. A 2.75x24mm promus element plus drug-eluting stent was advanced but failed to negotiate the lesion and it was noted that the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified mid right coronary artery. A 2.75x24mm promus element plus drug-eluting stent was advanced but failed to negotiate the lesion and it was noted that the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.